Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the system was explanted and replaced due to possible infection. The patient was recovering well post procedure.

Manufacturer narrative:
Analysis was normal. No anomalies were found.